Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2018-00788. It was reported the patient experienced a dural puncture while the doctor was in the process of implanting a lead. The doctor proceeded with the case to place the lead. Post-operatively the patient complained of having a headache with fluids given during and after the procedure and the patient was lying flat. Patient was seen for a post op visit and a blood patch was done for the dural puncture. The patient's headache resolved immediately.